Manufacturer narrative:
Evaluation on-going.

Event description:
Country of complaint: (B)(6). The fixation sleeve np619r loosened, although the screw-holes had been pre-drilled. The loosening happened after the 4-in-1 cutting guide had been placed, so that the operation did not take longer time than normal. It was not possible to check the result of the operation (axis) afterwards due to the loosened fixation sleeve.

Manufacturer narrative:
Investigation: the product is not available for investigation. Batch history review: a review of the device quality and manufacturing history records was not possible because the lot number is unknown. Conclusion and root cause: based on the information available it is not possible to determine a possible root cause for the failure. Corrective action: a CAPA is not necessary.